Manufacturer narrative:
(B)(4). Date sent: 11/11/2015. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was buttressing being used? Were there any device performance issues or issues with staple formation in the initial procedure? How was the bleeding identified? Where was the bleeding? During the re-operation were there any issues noted with staple formation? Was the bleeding intraluminal or intra-abdominal?

Event description:
It was reported that after a sleeve gastrectomy procedure, the doctor had one case that bled from the staple line the next day of the surgery and he had to re-operate to stop the bleeding. Reporting on the patient the second day in order to manage the bleeding. One device and reloads were discarded.